Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
(B)(4). Concomitant products: unknown head, unknown liner, unknown stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03121, 0001825034-2017-03122, 0001825034-2017-03123.

Event description:
It was reported that a patient is being considered for a revision on an unknown date for an unknown reason. No revision has been reported to date. Attempts have been made and no additional information is available at this time.